Event description:
The pt presented with a nihss score of 31 and was treated with 56mg IV tpa before use of the penumbra system 054 and 1 mg ia tpa for a stroke in the left m1. The psc054 was placed coaxially with a psc032 over a phantom 16 microguidewire. After treatment with penumbra, the pt received retavase. On the same day as treatment, the pt experienced an ich and left aca embolus. Both events were considered serious, life threatening, probably related to the study device, unrelated to the angiographic procedure, and were treated with palliative care. The events eventually resulted in pt death on (B)(6) 2010. This MDR is associated with MDR 3005168196-2010-00568 and MDR 3005168196-2010-00569.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: hemorrhage and emboli are potential adverse events with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported events were anticipated procedural complications. The report of these events came from data collected for the post-market clinical study 054. Based on this data it is not possible to determine the precise device relationship to the event(s). Therefore, all known devices used during the procedure will be reported as possibly involved.